Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the patient's lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000131375.

Event description:
It was reported that effective therapy was never established for the patient. Surgical intervention may be pending to address the issue. Investigation was unable to determine which of the leads attributed to the event.